Event description:
It was reported that on (B)(6) 2009:patient presented with pain . Lumbosacral spine CT scan taken and indicated, ¿spondylolisthesis grade I at l4-l5 associated with central and foraminal canal stenosis bilaterally with central disc herniation as well, central lateral to the left, disc degeneration at l4-l5 and l5-s1. Surgeon, ¿recommend microsurgical lumbar laminectomy, and fusion at l4-5 with intervertebral body cage, pedicle screws and rod fixation.¿ on (B)(6) 2009: patient presented with grade 1 spondylolisthesis at l4-l5, herniated lumbar disk central laterally at l4-l5 to the left, spinal canal stenosis at l4-l5, cauda equine compression neurogenic claudication, and chronic axial pain. Patient underwent a posterolateral fusion using pedicle screws, rods, and rhbmp-2/acs. Application of intervertebral body device using tlif approach. Microsurgical lumbar decompressive laminectomy, foraminotomy, facetectomy and discectomy at l5-s1 were performed as well. Per the op notes, ¿at the disk space of l5-s1, it was noticed significant central lateral disk herniation to the left.¿ no complications were reported. On (B)(6) 2010: patient presented for post op examination. X-rays indicated, ¿posterior fusion at l4l5 with an interbody spacer and mild first degree spondylolisthesis at l4-l5.¿ on (B)(6) 2010: patient presented for post op examination. X-rays indicated post op changes at l4-l5 with grade I spondylolisthesis. On (B)(6) 2010: patient presented with mild discomfort on the lumbosacral region and pain over the right clavicle. X rays obtained showed excellent fusion and indicated, ¿postoperative changes lumbar spine with minimal grade I spondylolisthesis. Clavicle x-rays taken were unremarkable. On (B)(6) 2010: patient presented for post-op exam. X-rays indicated, ¿mild spondylosis., postop changes of transpedicular fusion at the level of l4-l5. Grade I anterolisthesis of l4.¿ on (B)(6) 2010: patient presented for post op evaluation. X-rays indicated normal vertebral body heights although there was slight anterior slippage of l4 on l5. On (B)(6) 2011: patient presented with lumbosacral pain and left leg pain. ¿lumbosacral spine x-ray, ap, lateral, flexion and extension views show posterior fusion with no evidence of instability. On flexion and extension views show adequate fusion at l4-5. ¿ on (B)(6) 2011: patient presented with cervical pain radiating to the left upper extremity. MRI indicated, ¿herniated cervical disc at c5-6 associated with c6 radiculopathy , left.¿ on (B)(6) 2012: patient presented with neck pain. Cervical myelogram/x-ray indicates, ¿numerous poor filling of the nerve root sleeves bilaterally, most notably at c6c7 and c7t1 levels. There is poor filling of the right nerve root sleeve at csc6. Correlation with CT to follow is recommended. On the lateral imaging, there is spondylosis and/or bulging indenting the thecal sac at c4c5. The lower cervical regions are poorly evaluated pending CT correlation. Multi-level degenerative changes in the cervical spine, as described, most marked at c4c5 and at c5c6 and minimally at c6c7, cannot exclude right anterolateral protrusion at c4c5.¿ on (B)(6) 2012: patient present with cervical pain radiating to the left upper extremity that has been progressively getting worse. Patient claims cervical extension triggers numbness and tingling on the left arm as well as weakness. Cervical myelogram/ CT scan taken indicated ¿herniated cervical disc at c4-5, left, associated with c5 nerve root compression, and herniated cervical disc at c5-6 associated with osteophyte formation, nerve root canal stenosis bilaterally, more pronounced on the left.¿ on (B)(6) 2012: patient presented with neck pain. Cervical x-rays, 3 views, indicated, ¿degenerative disk disease at c4c5 and c5c6 levels as described.¿ on (B)(6) 2012: patient presented with herniated cervical disc c4-5 and c5-6 associated with spondylosis, nerve root canal stenosis and cervical radiculopathy. Patient underwent microsurgical anterior cervical discectomy and intervertebral body fusion at c4-5 and c5-6. ¿it was noticed a combination of soft and hard osteophyte formation of the foramen which was compressing significantly the nerve root on the left side. ¿patient developed some post op soft tissue swelling that required treatment with decadron. Patient was allowed to go home in satisfactory condition. On (B)(6) 2012: patient presented with neck pain. Cervical spine x-ray taken indicated, ¿mild degenerative changes with osteophyte at c3-c4 anteriorly.¿ on (B)(6) 2012: patient presented with pain on the posterior aspect of the cervical region radiating to the left arm associated with parasthesias. Examination was normal and cervical spine x-rays show the position of the plate and screws are in excellent position. On (B)(6) 2012: patient present with pain of the cervical region and left leg pain and intermittent numbness and tingling sensation. Examination was normal and cervical x-rays showed excellent fusion. On (B)(6) 2012: patient presented with pain over the posterior aspect of the cervical region associated with tightness and swelling over the left leg. Cervical spine x-ray obtained showed solid fusion. On (B)(6) 2012: patient presented with radiculopathy and decreased range of motion. MRI of the cervical spine found ¿postsurgical changes severely limited evaluation with questionable small disc/ osteophyte complex on the left at c3-c4 which may be causing foraminal narrowing¿. On (B)(6) 2012: patient presented with significant cervical pain radiating to the left upper extremity. Patient presented MRI taken on (B)(6) 2012. Surgeon stated it showed no evidence of herniated disc or spinal canal stenosis, only evidence of previous anterior cervical fusion. On (B)(6) 2013: patient presented with muscle spasms of the anterior and posterior aspect of the cervical region, intermittent pain from the neck down to the left arm as well as shoulder pain bilaterally. Cervical spine x-rays were taken showing excellent fusion at c4-5 and c5-6. It was also reported that patient experienced pain/swelling at implant.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.